Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient. I-stat: 0.19 ng/ml at 21:25, I-stat: 0.21 ng/ml (immediate repeat), centaur: <0.12 ng/ml (same sample). The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(6) 2012 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.